Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to mobilization due to use. The patient is a heavy manual worker but was compliant to mobilization instructions of the surgeon. It was also reported that the patient started to feel pain from some months and was initially implanted due to post traumatic arthritis.

Manufacturer narrative:
Correction to h6(device code). The reported event could be confirmed since images of CT scans were provided and shows radiolucency around the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: some radiolucency around the anterior peg, still well fixed mostly. Posttraumatic preexistent bone voids distal tibia. Based on investigation, the root cause was attributed to a patient related issue. As noted by the sales representative, the patient maintained a high level of activity post-surgery which may have resulted in excessive loading on the ankle and contributed to the reported issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due mobilization due to use that has led to the patient feeling pain from some months.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.